Event description:
Patient reported that she had a cgm inaccuracy and provided the following discrepancy: cgm was reading 116 mg/dl and blood glucose meter was reading 187 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker sub- assembly.